Event description:
Same case as MDR ID 2134265-2013-05143, 2134265-2013-05144, 2134265-2013-05145. It was reported that during intravascular ultrasound, failure to pullback occurred. The physician used an ilab cart system 240 with a bsc imaging catheter and two sleds. During the procedure, when the attempt was made to perform automatic pullback, the system failed to pullback. It was noted that the physician attempted automatic pullback only once then changed to another sled but the same problem persisted. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).